Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the product. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for the product. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced swelling, suppuration, and infection at the sensor site. The customer had contact with a healthcare professional who prescribed an oral antibiotic (unspecified) and gentamicin (antibiotic) ointment for treatment. There was no report of death or permanent impairment associated with this event.